Event description:
During an embolization coiling procedure to treat a dialysis av fistula, three coils in a row were unable to advance out of the coil introducer sheath into the microcatheter. The case was completed successfully with other coils. There were no patient injuries.

Manufacturer narrative:
Conclusions: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2014-00044 and 00046.